Event description:
It was reported that during primary right total knee surgery, head of custom specialty pin broke when extracting.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available by the hospital. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.